Event description:
It was reported that the product had bent blades and/or bent prongs that are partially cracked.

Manufacturer narrative:
A total of 14 power cords were returned for investigation. Five power cords were from lot 100624. The other 9 were from an unspecified lot. Additional information will be provided once the investigation is completed.